Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient was scratching at the wound sites and had drainage. Infection was found at the generator and lead sites. Both the generator and lead were explanted. Per the surgeon, the cause of the infection is due to the patient scratching at the wounds. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. The generator and lead were returned. Device evaluation is not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.

Manufacturer narrative:
D6. Corrected information, initial report: device implant date was inadvertently incorrect.